Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 opened but did not allow recovery of failed cubies, and auxiliary drawer 6.2 opened but consistently failed when aspirin was pulled. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 would open but did not allow recovery of any failed cubies. The auxiliary drawer 6.2 opened but always failed when medications were pulled. The field service engineer (fse) found the device had multiple issues, including a bad cubie causing the malfunction. Troubleshooting led to the removal of the bad cubie and reseating of the bus cable, which resolved the issue. A functional test was performed, diagnostics were run in the hardware test application, and all results were verified. The system functioned as intended after the field service engineer repaired the device.